Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6

Event description:
Physician further observed "hole on patch side" and "valve delaminated from shell" during surgery. The device was explanted and replaced.

Event description:
Healthcare professional reported left side "deflation". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: delamination: observed delamination total of the valve (adhesive failure) deflation: observed cracked valve seat diaphragm valve. Additional observations: no other observation observed. No further actions are required as the device was implanted.